Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high impedance and extra cardiac stimulation on the left ventricular (lv) lead. No changes or intervention were reported. The patient condition was unknown.